Event description:
It was later reported there was no meningitis present. The test was negative. The pump and catheter were explanted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported the patient was sick and in the hospital. A pump myelogram was done. The catheter was accessed for cerebrospinal fluid to test for meningitis. There was no problem with the infusion system. The pump was delivering baclofen 2000 mcg; 556.2 mcg per day. It was later reported the device was removed by another physician due to an unrelated cardiac infection. This had nothing to do with the device or the therapy. The patient had been in the cardiac care unit (ccu) prior to explant. They did not want the infection to spread to his spine because of the catheter and pump system. The last medication in the pump was lioresal.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter 8578 and sc connector revealed no significant anomaly found; did not affect infusion. Analysis of catheter 8709 revealed catheter body hole or tear caused by catheter connector pin.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician product ID 8578, lot# n1456682, implanted: 2008-(B)(6), product type accessory product ID 8709, lot# j11003r38, implanted: 2002-(B)(6), product type catheter product ID 8578, lot# n1456682, implanted: 2008-(B)(6), product type accessory product ID 8709, lot# j11003r38, implanted: 2002-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.